Event description:
It was reported that the surgeon attempted to insert a competitor's lens, but the lens was damaged by the injector. Additional information has been requested from the facility, but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.